Event description:
A customer reported he received a reading of 434 mg/dl on his adc blood glucose meter and experienced lightheadedness, loss of consciousness and a head injury. The customer reported he attempted to self-treat his symptoms by drinking a diet drink. It was additionally reported the customer went to a hospital where he received the following treatment: stitches for his head injury and an intravenous glucose drip medication. The customer did not reportedly know his medical diagnosis. It was also reported the customer received a reading of 163 mg/dl on competitor blood glucose meter within ten minutes of receiving the adc meter reading of 434 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer did not reportedly wash and dry his hands prior to the blood glucose testing. Adc customer service educated the customer on how to prepare the test site before the blood test. The customer did not use device according to label copy. The customer reported he excessively squeezed the test site to obtain a blood sample. Adc customer service educated the customer on the proper technique. The customer did not use device according to label copy.